Event description:
It was reported that the patient's device was interrogated and the settings were set to 0ma when they were not supposed to be. No additional or relevant information has been received to date.

Event description:
Additional programming data for the generator was reviewed. The observation of the output delivered showing 0ma stems from the combination of high output current and low frequency settings. The high output current causes the generator to either not be able to deliver the current completely or sets the output current to low and shows that the diagnostic results at 0ma delivered. However, the actual programmed current is being delivered.